Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue began on (B)(6) 2018 ¿at 08:00pm¿ and that she obtained results of ¿248 and 56 mg/dl¿ on the subject meter, performed more than 20 minutes apart therefore do not meet lfs criteria of a valid comparison for precision. The patient manages her diabetes by self-adjusting her insulin doses and administered ¿extra units of novolog insulin¿ in response to the alleged issue. The patient reported that ¿4 hours¿ after this issue occurred she developed symptoms of ¿rapid heartbeat and weakness¿ however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.